Manufacturer narrative:
(B)(4). It was indicated by the complainant that the product will not be returned to zimmer biomet for evaluation as the product is assumed to remain implanted. Concomitant medical products- unknown vanguard femoral component catalog #: ni lot #: ni, unknown vanguard bearing catalog #: ni lot #: ni. Report source - foreign: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Inadequate information provided.

Event description:
It is reported that the patient experienced post-operative migration of the locking bar following knee arthroplasty. Attempts have been made and no additional information is available.